Manufacturer narrative:
The review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed a void in valve on side out specification, per qa199.06 (texture side). This observation has no relation with the reported event. Considering that there is not an adverse trend for this type of event, no additional actions are deemed required at this time. The issue with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a left side deflation. The device was explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, curved opening. A leak test was performed and were found three openings. A microscopic analysis identified: two curved striated openings on radius side assessed as surgical damage and a curved sharp opening on posterior side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Besides, observed void (1.5mm) on valve side out specification (code vv) per (B)(4) (texture side), it is assessed as workmanship. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage. A sharp crease opening assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation reported as deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.